Manufacturer narrative:
Additional and corrected information was received with the following information: patient gender and date of birth. The physician's name and address. The replacement lens. No incision enlargement was performed. No further information was provided. The following sections have been updated accordingly: patient age/date of birth: (B)(6) 1948, patient gender/sex: female. Initial reporter: (B)(6), initial reporter health professional: yes, initial reporter occupation: physician. Device evaluation: the sample was received on 07/01/19. The sample was evaluated and viscoelastic residue along with cut lens was observed. The lens was cut where the loop is attached. The condition observed is consistent with a lens that has been explanted. The reported issues were not verified. The haptic detached and lens cut was confirmed but it could not be determined if the condition observed is related to manufacturing process. The reported lens was used and cut in a surgical procedure. Based on the product return evaluation, a product quality deficiency or product malfunction could not be determined. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that 1 other complaint has been received for this production order number. Investigation request completed and product met manufacturing release criteria. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Not applicable, as lens was removed/replaced in the initial surgery. Not applicable, as lens was removed/replaced in the initial surgery. Attempts were made to obtain missing information; however, to date a response has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the intraocular lens (iol) was implanted, the doctor noticed a broken haptic probably due to a loading issue. The lens was removed and replaced and there were no patient problems. A folding problem was also reported. No additional information was provided.